Event description:
Patient was having prostate biopsy when bard biopsy gun missfired and dr. Was unable to get prostate tissue samples, 3 different guns were used, this caused a serious delay in care, longer procedure time for that pt, increased discomfort for pt. Manufacturer response for disposable core biopsy instrument, max core disposable core biopsy instrument (per site reporter).